Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door jammed alarms, caused by a loose upper link screw. As a result, the screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door jammed. It was also reported that there was no patient injury.